Event description:
It was reported that the external pulse generator shut off on its own. Follow-up determined that this did occur while on use with a patient but that there was no patient injury. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis was not able to confirm the customer comment that the generator shut off on its own. Analysis did find that the upper and lower cases and side bail covers were broken, that the battery drawer and serial number label were damaged and that the caution label was missing. All affected parts were replaced. (B)(4).